Event description:
That evening he developed pain at the site and the area became red. The pain had persisted until the time he first saw me 3/24/2000. Physical examination revealed a learge inflamed patch of the right buccock 4 inches by 4 inches with superficial scaling. My impression was contact dermatits, possibly secondary to the cold pack application. I recommended 0.1% triamcinolone cream twice daily. I saw him again 9/8/2000 and he presented with a 4 inch by 4 inch hyperpigmented macule at the site of the original "burn". I recommended elocon ointment twice daily. My impression is that he developed either an unusual allergic reaction to the cold pack or possibly the fluid contents leaked on the skin causing an irritation. He has hyperpigmentation of the skin of the affected area. Since this pigmentation is still present 6 months after the injury, I can not predict the actual outcome. The area may return to normal within a year or it may be permanent."

Event description:
Possible frost bite during use of cold pack reported. Received report from consumer that pt suffered "possible frost bite on buttock" during use of the cold pack. No other info is available. Add'l info has been requested from the consumer. If add'l info is received, it will be forwarded to the agency.